Manufacturer narrative:
The tandem user guide instructs the user to remove any residual air from the cartridge. The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of evaluation.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly customer did not perform air removal procedure prior to loading the cartridge. Customer¿s blood glucose was 300 mg/dl. Reportedly, the customer replaced the cartridge and continued insulin therapy.